Event description:
Litigation papers allege that after implant of the device that patient experienced pain and discomfort requiring exploratory surgery. It is further alleged that the patient cannot ambulate without assistance.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.